Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm. The patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6)2024, the patient stated that he passed out and was taken to the ER (emergency room). The patient can only recall that he woke up on the floor with blood present (the patient hit his head). There was no report of any cgm (continuous glucose monitor) or bg (blood glucose) meter values throughout this event. It was reported the patient was ¿unsure¿ if the event was related to his dexcom device. The patient called his son and his son called 911. Ems (emergency medical services) arrived and transported the patient to the ER where he received ¿first aid¿ for his head injury. There was no documentation of the treatment or medication the patient received in the ER. However, the patient mentioned he was sent home with doxycycline and tylenol. The patient was discharged home later the same day. The patient was stable at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Manufacturer narrative:
(B)(4) a4 weight - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred on the same day after the sensor was inserted into the arm. On (B)(6) 2024, the patient stated that he passed out and was taken to the ER (emergency room). The patient can only recall that he woke up on the floor with blood present (the patient hit his head). There was no report of any cgm (continuous glucose monitor) or bg (blood glucose) meter values throughout this event. It was reported the patient was ¿unsure¿ if the event was related to his dexcom device. The patient called his son and his son called 911. Ems (emergency medical services) arrived and transported the patient to the ER where he received ¿first aid¿ for his head injury. There was no documentation of the treatment or medication the patient received in the ER. However, the patient mentioned he was sent home with doxycycline and tylenol. The patient was discharged home later the same day. The patient was stable at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.